Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted in a pt for endovascular treatment of a 6cm abdominal aortic aneurysm in 2002. The aneurysm neck was reported to be long and over 2 cm in length. The iliac arteries were reported to be somewhat dilated but normal with slightly more tortuosity on the right than the left. No complications were reported during the implantation procedure. In sept 2002, a routine follow-up demonstrated distal endoleak in the right iliac limb due to dilatation in the right iliac artery. Two aneurx iliac extender cuffs were implanted to ensure an adequate seal. No endoleak was detected at the conclusion of the procedure. No complications were reported as a result of the procedure.